Manufacturer narrative:
Corrected data: b5- "the reporter indicated that a 13.7 vicmo13.7 implantable collamer lens of diopter -15.00 into the patient's left eye (os) on (B)(6) 2021. The patient experienced excessive vault. On (B)(6) 2021 the lens was exchanged for a shorter length lens and this resolved the problem. The cause of the event was reported as unknown." Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 13.7mm, vicmo13.7, -15.00 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. Unknown was reported to be the cause of this event.